Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Name of procedure being performed: lap chole. 3 of the clips fell of the cystic duct when it was cut. In the procedure the surgeon squeezed plastic to plastic. No scissoring occurred. And it did not occur in the cholangiogram zone. Unsure if the tissue was disintegrating. Opened a new clip applier and completed the case. The rep tried to fire the device after the procedure and noticed the handle was popping when firing. The clips looked like they were closed. The device was discarded. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Name of procedure being performed: lap chole. 3 of the clips fell of the cystic duct when it was cut. In the procedure the surgeon squeezed plastic to plastic. No scissoring occurred. And it did not occur in the cholangiogram zone. Unsure if the tissue was disintegrating. Opened a new clip applier and completed the case. The rep tried to fire the device after the procedure and noticed the handle was popping when firing. The clips looked like they were closed. The device was discarded. Patient status: no patient injury.